Event description:
Suture breakage post op- received via medwatch report #1013144 on date 4/9/98. Stated a 69 year old female was admitted for an exploratory lap. Seven days post-op, 11/11/97, the wound dehisced. The pt was taken back to surgery for repair of the wound dehiscence. It was noted suture broke. Suture pds size 1 was used.